Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "during an ECG PICC procedure I noticed that the transducer wire signal was lost suddenly. Upon removal I discovered the tip broken in two spots. The distal tip was broken off by hand easily but I thought ID save the rest to send back to you" additional information received (B)(6) 2021: transducer tip broke suddenly during initial insertion in two spots. When transducer feed went out transducer wire was removed and examined. Tip intact but severely broken. Tip easily removed by hand and thrown out. Second piece not removed. Was there patient harm reported?: no. Had to redo procedure due to inability to navigate PICC with broken transducer.

Event description:
It was reported "during an ECG PICC procedure I noticed that the transducer wire signal was lost suddenly. Upon removal I discovered the tip broken in two spots. The distal tip was broken off by hand easily but I thought ID save the rest to send back to you" additional information received 02/18/2021: transducer tip broke suddenly during initial insertion in two spots. When transducer feed went out transducer wire was removed and examined. Tip intact but severely broken. Tip easily removed by hand and thrown out. Second piece not removed. Was there patient harm reported?: no. Had to redo procedure due to inability to navigate PICC with broken transducer.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the stylet was observed to be missing and a bend was observed in the stylet approximately 0.5 cm proximal to the break site. A microscopic observation revealed the break site was mostly straight but uneven, and the edges of the polyimide tubing were observed to be plastically deformed. Kinks/bends were observed in the polyimide tubing between most of the magnets leading up to the break site. The observed fracture features were indicative of catheter and/or stylet kinking which likely occurred during the insertion process; however, the exact circumstances providing for that type of event were ultimately unknown. Evaluation findings are in section h.11.